Manufacturer narrative:
Patient information is unknown. This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Implant and explant dates: device broke during insertion; device was not considered implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter phone number: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a posterior lumbar fixation surgery on (B)(6) 2015, there were problems with the final tightening of the screw. The tip of the screw broke; this increased the operation time by an unknown amount of time. The patient's condition is unknown. This report is for an unknown screw. This is report 1 of 1 for (B)(4).